Event description:
It was reported that the 3.5 x 12 mm nc trek balloon dilatation catheter (bdc) was not able to cross the mildly calcified and mildly tortuous lesion in the distal left anterior descending (lad) coronary artery. There was no patient effects and no clinically significant delay in the procedure. No additional information was available. Return device analysis revealed the balloon catheter was returned with the balloon loosely folded with blood in the balloon; there was a pinhole rupture in the proximal taper of the balloon.

Manufacturer narrative:
(B)(4). Incorrect prep. Evaluation summary: the device was returned for evaluation and the reported failure to advance could not be replicated as it was based on case circumstances. However, the balloon was returned loosely folded and there was blood in the balloon. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the nc trek instruction for use (IFU) instructs: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.